Manufacturer narrative:
MFR's investigation: a review of the complaint database for this list/ similar problem did record additional reports and investigations. A review of those reports where device return investigations were performed showed mixed findings/results including usage/ incorrect techniques, incompatible mating devices, cannot determine, and mfg./ design. Conclusion: the microclave connector and involved mating devices were not returned for analysis and investigation. The cause of the reported incident remains unknown.

Event description:
(B)(4) report received concerning disconnect/leakage issues with use of 12568 microclave connector. Report states, "patient noted blood coming from i.v. Tubing. Blue cap was not loose when i.v. Was initiated. Staff do not know why this event occurred; do not believe patient attempted to remove/loosen the cap. No additional medications or treatments required for this patient during this hospitalization because of the event." No reported adverse patient consequences. Although requested, additional incident information and device return requests have to date been successful.